Event description:
It was reported that during a lung volume reduction resection procedure, on the sixth firing, the device only stapled on the specimen side. Another device was used to complete the case with no pt consequence.